Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had their implantable neurostimulator (ins) replaced. Their leads were okay and impedances were within normal limits. The patient was programmed in the post-operative area and was receiving effective therapy at that time.

Event description:
Additional information received reported that the manufacturer's representative (rep) spoke with the patient and discussed replacement of the implantable neurostimulator (ins) after she got her medicaid approval. The patient was also considering going non-rechargeable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The implantable neurostimulator was returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found the battery was at end of service due to three overdischarges. Evaluation conclusion code was updated. Evaluation result code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an overdischarge (od) condition was suspected on their implantable neurostimulator (ins) as they had not charged in over a year. The patient stated that they had not charged their ins since having brain surgery. It was noted that the patient met with the manufacturer¿s representative (rep) in (B)(6) 2 years ago where the device was turned off and that the patient was not able to charge while in the ICU. The patient had to reschedule their follow up appointment multiple times due to family issues and had an appointment on (B)(6) 2015 at the time of report. The rep. Sat with the patient the day of the report to do a physician mode recharge (pmr). The ¿call your doctor¿ icon and an error code starting with a 3 appeared. The patient stopped charging for a minute to run to the bathroom and then the recharger was showing the insr charging screen. The pmr did not flip her to normal recharge; it gave a code of 3025030 on the recharger and the patient was recharging intermittently. The rep. Called to ask about the code and was sent to repairs to get a replacement charger sent to the patient. It was noted that the patient believed this was their second strike for overdischarge. The patient was then talked through how to try to do a recharger reset. The patient was going to try and reset the device when she got home. It was noted that the patient did a reset of the recharger but still couldn¿t charge. The rep. Was meeting with the patient on (B)(6) to try another pmr, however, the rep. Tried to reach the patient and was unable to do so, and the patient no-showed for their appointment to try another pmr. The patient¿s next appointment with the physician was scheduled for (B)(6) and was the last resort to connect with the patient, although the rep. Was going to continue to reach out to her. The rep. Then reported that the patient was rescheduled to meet with them on (B)(6) at 11 a.m but then rescheduled again to (B)(6) at 3:30. The patient then cancelled that appointment due to not feeling well. It was noted the patient would call in a day or two. It was later noted that the patient cancelled their meeting. The manufacturer¿s representative (rep) had the patient¿s medication refill appointment on their calendar to meet at the doctor¿s office with her. The rep. Had asked the nurse for the appointment as the patient kept cancelling. The patient was being seen on (B)(6). The rep. Called the patient evening of the (B)(6) to see if they could meet before their (B)(6) appointment and the patient declined. The patient was having family health issues and would wait until the (B)(6) medication refill appointment at the healthcare provider¿s office. The patient was at their med. Appointment on (B)(6) but the physician was short on rooms so the patient rescheduled to (B)(6). A physician mode recharge (pmr) was done again but didn¿t successfully wake up the battery. The manufacturer¿s representative (rep) tried their charger to make sure there weren¿t any recharger problems but it still didn¿t wake up the battery. A sticky disc was used and a fourth pmr was started. The patient had to go their grandfather home. The battery was still asleep. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n301005, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).